Event description:
Top part of brush head breaks off in mouth while brushing [device breakage]. No adverse effect [no adverse event]. Case description: a consumer reported the top part of the new flex style oral-b brushhead, version unk broke off in the mouth while brushing with an oral-b rechargeable toothbrush, version unk. The case outcome was no symptoms. No further information was provided.

Manufacturer narrative:
Product and lot number not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.